Manufacturer narrative:
The cause for the discordant troponin ultra results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A false positive advia centaur cp troponin ultra result was obtained for a patient sample. A redraw sample was tested and the result was negative. The physician questioned the results. Repeat testing was performed on the initial positive sample on the same instrument and a second instrument and the results were negative. A corrected report was issued. Patient was treated by being given 300mg of plavix and 5-9mg of lovenox. There was no report of adverse health consequences due to the discordant troponin ultra result.